Event description:
The reporter did back to back blood glucose tests, within 10 minutes, using separate fingerstick. Reporter's results were 316 and 211mg/dl. Reporter did not have any symptoms. On followup, reporter's technique of applying blood, as reporter described, is accurate. When testing, reporter checks the confirmation dot. A control solution test was in range, 136 (97-145). No harm was alleged.